Manufacturer narrative:
D4: UDI is unknown as the part/ lot number was not reported.

Event description:
It was reported via medwatch that a patient developed hypoxia during a procedure with bone cement, resulting in medical intervention and hospitalization. No further details were provided in regard to what caused the hypoxia or the type of medical intervention required.